Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the pacing, and sensing functions of the device were verified to be operating normally. A review of a stored device electrogram indicated that the noise was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Event description:
Boston scientific received information that this pacemaker was not successfully implanted due to a suspected header issue. It was reported that after inserting the lead into the header noise and pacing inhibition were observed. The lead was reseated several times but the issue remained. The device was explanted and replaced without incident. No adverse patient effects were reported.